Manufacturer narrative:
(B)(4): supplemental MDR - luer cracked / damaged / deformed. Three photos were provided to our quality team for investigation. Upon visual inspection, it was observed that the luer tip broken off from barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel luer tip broken defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2304426. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: unknown, batch number#: 2304426, but I don't know if from the same batch#. It was reported that the bd luer-lok was cracked / damaged / deformed. The following information was provided by the initial reporter: the "male" end of the syringe that goes into the tubing broke and remained in a tubing. Please note that I have the syringe in question in my possession and that I am attaching a photo of the syringe to my mailing. Just tell me if I should send it to you or not. Also note that it is impossible for me to provide you with the batch # of the syringe, because the packaging was thrown away the day before when the syringe was installed. The observation was made by another nurse during the syringe change the next day, who was unable to find the initial packaging of the syringe that had been installed the day before. Xx, sad nurse is the one who made the observation (B)(6), contact her if necessary. There was harm to a lady who had the syringe plugged into a tubing for continuous administration of dilaudid s/c for pain relief. Mrs. Had an increase in her pain and therefore had to take more interdose's, because the syringe pump had fallen into the bed, because the end of the syringe that holds the tubing was broken and caught inside the tubing. An ah-223 declaration#: (B)(4) was made by (B)(6) for this purpose.